Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 730am. The patient manages his diabetes with an insulin pump (type not specified). It is not known if the patient made changes to his usual diabetes management routine at the time of the alleged issue; however, the reporter stated the patient exercised the evening before. Immediately prior to the start of the alleged issue, the reporter claims the patient was disoriented and was experiencing spasms. At 8am that same morning, emergency medical services (ems) was contacted. The patient obtained a ''low'' blood glucose result on the ems meter. A health care professional (hcp) provided the patient honey and orange juice as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there is no indication of misuse. The reporter confirmed she recently replaced the batteries in the subject meter. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a ''low'' blood glucose result on the ems device and received medical intervention from an hcp after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the meter's battery contact was found contaminated. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.